Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus premier ous mr 12 x 3.50mm stent delivery system was returned for analysis. A visual and microscopic examination of the stent found mid-stent damage, with stent struts slightly raised. The undamaged stent outer diameter was measured using and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip found distal tip damage. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25-nov-2019. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the calcified ostial of the left anterior descending artery. A 12x3.50mm promus premier drug-eluting stent was advanced for treatment. However, after advancing several times, the stent could not be placed on the lesion. The procedure was completed with a different device. No patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.